Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are four other complaints in the lot. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A facility representative reported a patient who was having a scheduled posterior vitrectomy and three piece intraocular lens (iol) implantation, had a lens inserted and then removed due to a haptic coming out of the optic. As the lens was being removed the other haptic broke. A competitor's lens was then implanted during the initial surgery. In a follow up, it was reported that the patient was observed to have corneal decompensation.

Manufacturer narrative:
The lens was returned. Solution was observed on the lens. Both haptics are broken inside the haptic insertion area. The broken haptic portions were not returned. Each haptic welded area is intact. The optic edge is nicked/chipped. Associated products were not provided. It is unknown if qualified products were used. This mode of lens is only qualified for use with two kinds of cartridges. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).